Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2017. Investigation is in process. Once the investigation has been completed, a follow-up report will be sent.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient is currently experiencing pain, swelling, increased knee temperature, and possible metal allergies. No revision has been performed. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a total knee revision approximately one (1) year post-implantation, to change the tibial bearing to a thicker bearing, as the surgeon stated the original bearing was too small. The patient had reportedly been experiencing pain, swelling, and warmth in the knee. The patient has experienced relief from pain since the revision surgery was performed.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient's bearing was revised after total knee arthroplasty due to pain, swelling, hot knee, possible metal allergies and disassociation. The patient has experienced relief from pain since the surgery was performed

Manufacturer narrative:
Concomitant medical products: lps flex femoral component-option for cemented use only nitrogen hardened size e right catalog#: 00596801552 lot#: 63668764, stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: 63591934, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63689668, stryker simplex cement catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records stating revision of the knee with chronic pain and swelling. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: interval widening of the medial and lateral compartment joint spaces, consistent with replacement of polyethylene spacer. No evidence for hardware failure or loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently underwent a revision procedure for pain and swelling approximately (1) one year, (3) three months post primary implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient is currently experiencing pain, swelling, and increased knee temperature. A revision was scheduled but it is unknown if it has occurred.